Event description:
It was reported that the patient developed an infection on their implantable cardioverter defibrillator (ICD) system. The entire ICD system including the right atrial lead was removed. The patient tolerated the procedure well and was recovering in stable condition. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).